Manufacturer narrative:
Inspected 1 opened/used sensor and found needle hub separated from sensor's base complaint against sen-serter.

Event description:
The customer reported via phone call that their is sensor anomaly on the insulin pump. Customer' s blood glucose was unknown. The customer stated that when lifting serter after placing sensor inside, it fell apart. The customer was advised that we would replaced sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.